Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgery and did not place their ipg in surgery mode. The patient had not yet received initial programming with this ipg and therapy was not initially established. It is unknown if the patient's ipg is currently functional. The next course of action has not yet been determined.

Event description:
Additional information received indicated the patient's system was explanted on (B)(6) 2019.